Event description:
It was reported that the pump was not keeping the volume to be infused. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, the top case was chipped and the right plunger case was cracked. Functional testing involving delivery tests was unable to duplicate the reported issue. The pump was within specification for both force size and delivery accuracy and was operating as intended. As the pump was beyond a year from the manufacture date and with no indication of a manufacturing defect found during evaluation, no device history record review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation. B3: unknown; no information has been provided to date.